Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose 400 mg/dl. Customer treated high blood glucose with manual injection. Troubleshooting for change sensor was performed. The device will be return for analysis.